Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, after morcellating approximately 300 grams, the handpiece quit working. A second handpiece was used and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. When the returned main housing was attached to the trigger and activated, the device stalled the motor drive unit. The blade would not rotate.

Event description:
The customer stated discrepant results were generated on the axsym toxo igm assay. In (B) (6) 2009, a patient generated a nonreactive toxo igm index value of 0.43 but was reactive in (B) (6) 2009 with an index value of 0.65. The sample from july was retested with a reactive index value of 0.758. The patient tested positive for toxo igg in (B) (6) and (B) (6). Toxo igg avidity was weak (method not stated). No impact to patient management was reported.

Manufacturer narrative:
Date sent to the FDA: 07/23/2009 - blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.